Event description:
A non healthcare reported that during implantation of an intraocular lens (iol) the cartridges were leaving foreign material on posterior optic of lens. Surgeon has been able to remove the foreign material but has lengthened the surgical time. There are two medical device reports associated with this event. This case is of one of two. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been seven another complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The associated lens model/diopter, was not provided. It cannot be determined if a qualified lens was used. A company handpiece was indicated with a non-qualified viscoelastic. No determination can be made without physical evaluation of the complaint sample. The associated lens model/diopter, was not provided it cannot be determined if a qualified lens was used. A non-qualified viscoelastic was indicated. Per the IFU(instructions for use): company foldable iol(intra ocular)s are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).